Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced right side erosion of this tactra malleable penile prosthesis (mpp). It was noted the device was implanted as a replacement for another device removed due to infection approximately 11 days prior to the report of erosion. The patient was referred to another facility for removal. Despite efforts, no further information could be obtained.